Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they have not seen any improvement in their symptoms since implant. The patient mentioned they have felt stimulation sometimes when they were laying down. The patient was redirected to their health care provider (hcp) to further address the issue. The patient stated that after implant they have not seen doctor but their physician assistant (pa). The patient saw the pa last month when they made an adjustment to the therapy. Patient stated they have an appointment with their healthcare provider on the 16th.